Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: it was reported the syringes had smeared printing. To aid in the investigation, ten samples and six photos were provided for evaluation by our quality team. A visual inspection was performed. Seven of the ten samples have an imperfection at the scale marking from the 16ml to 20ml markings. The three additional sample have smear printing at the 20ml digit. The samples returned have acceptable imperfections. The photos show syringe barrels with acceptable imperfections in the scale printing. There are two photos with skewed scale printing. No other defects or imperfections were observed. The skewed scale printing could occur if there was a jam during the syringe barrel scale printing process. A device history record review was completed for provided material number 301031, lot 2298427. The review did not reveal any detected quality issues during the production of the lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd syringe 20 ml ll bns the scale markings were smeared. This occurred on 25 pieces. There was no report of patient impact. The following information was provided by the initial reporter: has printing smeared.

Event description:
It was reported while using bd syringe 20 ml ll bns, the scale markings were smeared. This occurred on 25 pieces. There was no report of patient impact. The following information was provided by the initial reporter, has printing smeared.

Manufacturer narrative:
Date of event: is unknown. Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 20 ml ll bns the scale markings were smeared. This occurred on 25 pieces. There was no report of patient impact. The following information was provided by the initial reporter: has printing smeared.

Manufacturer narrative:
H6: investigation summary: it was reported the syringes had smeared printing. To aid in the investigation, six photos were provided for evaluation by our quality team. The photos show syringe barrels with acceptable imperfections in the scale printing. There are two photos with skewed scale printing. No other defects or imperfections were observed. This defect could occur there was a jam during the syringe barrel scale printing process. A device history record review was completed for provided material number 301031, lot 2298427. The review did not reveal any detected quality issues during the production of the lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.